Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros k+ result was obtained from a vitros performance verifier quality control fluid processed using vitros potassium (k+) slides in combination with a vitros 4600 chemistry system. The most likely cause was an instrument related issue caused by user error. An ortho laboratory specialist (ls) discovered the tip locator was loose on the analyzer, as only one of the two screws was tightly fastened. The customer stated that routine weekly and monthly maintenance procedures were performed on 21 february 2019 (day before the event), and it is likely the tip locator was not properly secured after the maintenance was performed. Acceptable vitros k+ performance as obtained once the tip locator was properly fastened. In addition, the customer is storing vitros k+ cartridges frozen, and was allowing the frozen cartridges to equilibrate at room temperature for only 30 minutes prior to loading. Per the vitros k+ instructions for use (IFU), ¿warm the wrapped cartridge at room temperature for 30 minutes when taken from the refrigerator or 60 minutes when taken from the freezer¿. Furthermore, the customer was removing the cartridges at the end of the day and storing them in the refrigerator overnight. It is unknown how the proper humidity of the cartridges when stored refrigerated is maintained. Therefore, improper cartridge handling protocol cannot be ruled out as a possible contributing factor to the event.

Event description:
A laboratory specialist, on behalf of a customer, reported a non-reproducible, higher than expected quality control (qc) result obtained using vitros potassium (k+) slides on a vitros 4600 chemistry system. Vitros performance verifier I lot b6272 k+ result of >14 mmol/l vs. The baseline mean result of 2.92 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros k+ result was generated from a quality control. However, it cannot be concluded that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).